Event description:
A colonoscopy procedure was performed on a patient who was experiencing abdominal pain. During advancement of the colonoscope, a perforation of the sigmoid colon occurred. The tear was detected immediately, the colonoscopy procedure was halted and the patient underwent surgery to repair the perforation. The patient recovered well from the surgery and she was released. There was no report of any malfunction of the colonoscope. The colonoscope used in the procedure was returned to the u.s. Service and repair center for evaluation, and was found to be operating normally. No defects of any kind were identified.

Manufacturer narrative:
Device evaluation summary: the colonoscope used in the procedure was returned to the u.s. Service and repair center located in (B)(4) for evaluation, and was found to be operating normally. No defects of any kind were identified. The device underwent visual inspection for damage and the standard functional inspection, and was returned to the end user.